Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. The impedances rose gradually, but were as high as 192 ohms. Boston scientific technical services discussed troubleshooting. The products remain in service at this time. No adverse patient effects were reported.